Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/02/2018, device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. Visual inspection at 12x magnification was performed. Product was cut in twice mostly probably to make explant possible. Considering the condition of the returned device additional analysis is not possible. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided; best estimate october 10 to october 22, 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt225 18.5 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2017. Post-operatively, the patient's refraction was +0.50 x +0.75. It was later explanted on (B)(6) 2017 due to a refractive surprise. Reportedly, the lens was cut in half and removed. There was no extension of the incision since the lens was cut in half to remove, but a suture was used. Post-operatively, on (B)(6) 2017, the doctor reported the patient as having some edema, so the vision is not optimal. The lens was replaced with the same model, but different diopter of 19.5. Reportedly, the patient had a follow up scheduled to see the doctor on (B)(6) 2017. The patient is happy and seeing better with a visual acuity of 20/50 and j5, which the doctor reported as being because of residual astigmatism from the suture. No additional information was provided.